Manufacturer narrative:
After further review, section b5 describe event or problem was updated to correct the repeat values and the date of testing. After further review, section h6 medical device problem code was updated from a090804 to a090809. An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Updated/corrected: the customer observed falsely elevated alinity I free t4 results for one sample. The following data was provided: on (B)(6) 2024 sid (B)(6) initial result was >64 pmol/l, repeat on (B)(6) 2024 was >64 pmol/l, repeat on (B)(6) 2024 = 14.74 pmol/l. The customer believes the 14.74 pmol/l is correct. No impact to patient management was reported.

Manufacturer narrative:
After further review, section d4 catalog # was updated from 07p70-20 to 07p70-30 on 27may2024. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. An increase in complaints has been observed for lot 60071ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with lot 60071ud00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency with the architect free t4 for reagent for lot 60071ud00 was identified.

Event description:
Updated/corrected: the customer observed falsely elevated alinity I free t4 results for one sample. The following data was provided: (B)(6) 2024 sid (B)(6) initial result was >64 pmol/l, repeat on (B)(6) 2024 was >64 pmol/l, repeat on (B)(6) 2024 = 14.74 pmol/l. The customer believes the 14.74 pmol/l is correct. No impact to patient management was reported.

Manufacturer narrative:
Section h11 additional mfg narrative was updated to correct "based on our investigation, no systemic issue or deficiency with the architect free t4 reagent" to "based on our investigation, no systemic issue or deficiency with the alinity I free t4 reagent". . Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. An increase in complaints has been observed for lot 60071ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with lot 60071ud00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency with the alinity I free t4 for reagent for lot 60071ud00 was identified.

Event description:
Updated/corrected: the customer observed falsely elevated alinity I free t4 results for one sample. The following data was provided: (B)(6) 2024 sid (B)(6) initial result was >64 pmol/l, repeat on (B)(6) 2024 was >64 pmol/l, repeat on (B)(6) 2024 = 14.74 pmol/l. The customer believes the 14.74 pmol/l is correct. No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I free t4 results for one sample. The following data was provided: (B)(6) 2024 sid (B)(6). Initial result was >64 pmol/l, repeats = 15.13 pmol/l, >64 pmol/l, 14.74 pmol/l the customer believes the 14.74 pmol/l is correct. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.